Event description:
Customer reports that in 2007, his meter read "hi" (>600 mg/dl) and he took too much insulin and passed out. Customer did not provide information on how much and what type of insulin was taken or what treatment was provided/received. No timeframe between testing, medication, and adverse event was provided. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.